Event description:
Had bellafill injections/filler in cheeks. Four months later I have lumps nearby, but not exactly where the product was placed. One weekend, the product was swollen, warm and red. This resolved on its own.